Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On 9/21/2023, the sales representative provided additional information via email: this occurred during an unspecified procedure. They used a silver 4.75 punch to prepare the bone socket for insertion of the implant. The bone quality of the patient was average/normal. Another 4.75 swivelock was opened to complete the procedure. There was a case delay of under 15 minutes reported, and no additional anesthesia was necessary.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-2324bcc biocomposite swivelock suture anchor had an issue. When the surgeon inserted the eyelet into the bone, the device broke. The broken pieces were retrieved from the patient. Another device was swapped, and the case was completed with no adverse effects to the patient. The complaint device was discarded. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.